Event description:
It was reported, within the first 3 weeks since implant, the pt's lead migrated from the lumbar area up toward the cervical area of the spinal column. The issue was fixed surgically. Additional info received indicated the right lead had migrated. The pt experienced a lack of effect. An x-ray was done in 2008 which confirmed the migration (up two or three vertebral levels). The surgical revision took place at about 48 days later. The lead was pulled down to the original position at t8 and tested intraoperatively with good coverage. The pt recovered without sequela.